Event description:
It was reported that a small volume intermate had a black mark on its filter. This was found before use. The device was filled with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 23, 2015 ¿ february 26, 2015 the device was received for evaluation. During visual inspection, a black mark was observed on the filter of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.